Event description:
Related manufacturer report number: 1627487-2022-04705. It was reported that the patient was experiencing ineffective therapy due to their l5 and s1 lead having migrated. Surgical intervention may occur to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the leads were explanted and replaced. Effective therapy was established post-operatively.